Event description:
It is reported that the device was damaged while in use by the surgeon. The fragment may remain in the inside of the body.

Manufacturer narrative:
This report will be amended when our investigation is complete.